Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The patient was reported as using heparin. Limitations in pi, "this test should not be used for patients on heparin therapy." This constitutes off-label use. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.

Event description:
Caller alleging discrepant low inratio reading. Date: (B)(6) 2013, inratio: 1.0, lab: 3.7. Tests performed within five minutes of each other. Patient's therapeutic range unknown.